Event description:
It was reported that the right atrial lead was deteriorated; an insulation breach was noted upon inspection. Low impedance and small p waves were also reported. The patient has chronic atrial fibrillation (af) and the device had been programmed to a ventricular-only pacing mode for over two years, so the lead was partially explanted, capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.